Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k060694. This report is number 2 of 2 mdrs filed for the same patient (reference 3006946279-2016-00093 & 00094).

Event description:
Patient was revised seven days post-implantation due to disassociation of the humeral head from the baseplate. The humeral head and insert were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The product inspection reveals that the product is conformed to the predefined specifications. As the insert and the baseplate have not been returned, the incident could not be determined. According to the available data, the exact root cause of the incident can't be determined. (B)(4).